Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. No cartridge damage is observed. Cartridge records were reviewed and the documentation indicated the product met release criteria. The lens remains implanted. The lens model indicated is not qualified for use with this cartridge. Iol product history records were reviewed and the documentation indicated the product met release criteria. The reported scratch could not be verified because the lens remains implanted. The root cause for the reported damage may be related to a failure to follow the directions for use. This lens model is only qualified for use in two other cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. There did not appear to be adequate viscoelastic in the device. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with the ophthalmic viscosurgical device, which may result in damage. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) had a small scratch and that the surgeon decided to leave it implanted. The nurse believes the cartridge damaged the lens. Additional product information was received.